Event description:
It was reported the patient was experiencing pain and underwent a revision knee arthroplasty approximately two years post implantation due to a fractured patella component. The revision operative report noted scar tissue around the patella, which was excised, and two of the patella pegs had fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product showed signs of being implanted, was worn, discolored, had foreign material and two of the posts had fractured off. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The reported event was confirmed by review of the revision operative record noted two pegs of the patella were fractured and one peg was intact as well as scar tissue around the patella region which was excised. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps femoral component, catalog # 184532, lot # 135400. Vanguard ps tibial bearing, catalog # ep-183660, lot # 693700. Biomet regenerex tibial tray, catalog # 141275, lot # 061080. Biomet finned pri stem, catalog # 141314, lot # 858570. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of the device is unknown.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient experienced pain and was revised due to the patella fracturing. No additional patient consequences were reported.